Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that, during a routine follow-up, it was discovered that a lead safety switch had occurred on this right ventricular (rv) lead. The rv impedance was high and out of range above 2000 ohms. Episodes of oversensed noise were also observed. The noise pattern was consistent with the minute ventilation signal. A chest x-ray was obtained and revealed that the rv lead did not appear to be fully inserted into the device. A revision procedure was performed to resolve the connection issue. During the revision, the rv lead was tested via a pacing system analyzer and the high impedances were reproduced. The physician elected to explant and replace this rv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted two sets of set screw marks on the terminal pin in the correct locations. This confirmed that the lead was fully inserted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break 30 centimeters from the terminal pin. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.